Event description:
Medtronic received information that thirty-one days following the implant of this transcatheter bioprosthetic valve, the patient was admitted for fever. One month and thirteen days post valve implant, a transthoracic echocardiogram (tte) showed endocarditis that originated on the mitral valve and spread to the aortic valve. Blood cultures were negative; however, an eight-week treatment of antibiotics were prescribed. Two months and eight days post valve implant, a tee was performed, and a new antibiotic therapy was administered for two weeks. It was reported the patient slowly worsened in functional capacity and was discharged in frail condition approximately 2 months following a prolonged hospital admission. The patient was not a candidate for mitral valve surgery. Eight months and four days following valve implant, the patient died. The cause of death was fatal endocarditis. It was reported there were no previous procedures performed that would have led to the infection and no previous history of endocarditis. Per the physician, the medtronic valve did not cause or contribute to the patient's death. An autopsy was not performed. The physician indicated the endocarditis was causal to the aortic valve.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na. Product ID l-envpro-16; product lot/serial number (B)(6); product type: compression loading system; select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty-one days following the implant of this transcatheter bioprosthetic valve, the patient was admitted for fever. One month and thirteen days post valve implant, a transthoracic echocardiogram (tte) showed endocarditis that originated on the mitral valve and spread to the aortic valve. Blood cultures were negative; however, an eight-week treatment of antibiotics were prescribed. Two months and eight days post valve implant, a tee was performed, and a new antibiotic therapy was administered for two weeks. It was reported the patient slowly worsened in functional capacity and was discharged in frail condition. The patient was not a candidate for mitral valve surgery. Eight months and four days following valve implant, the patient died. The cause of death was fatal endocarditis. It was reported there were no previous procedures performed that would have led to the infection and no previous history of endocarditis. Per the physician, the medtronic valve did not cause or contribute to the patient's death. An autopsy was not performed. Additional information received indicated the site noted the endocarditis as causal to the aortic valve. Additional information indicated the patient was discharged approximately 2 months following prolonged hospital admission. Additional information was received retracting the causal relatedness between the endocarditis and the aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.